Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155476, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7153618, UDI:(B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to spinal cord stimulator (scs) no longer working. All explanted device components will not be returned as they were kept by the facility.